Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis; cause was unknown. Customer blood glucose level was 499 mg/dl. Reportedly, hospital staff ¿put insulin in the pump¿ and addressed bg with the pump. Customer became irate and declined to provide additional information and further troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.